Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 455mg/dl. It was reported that the customer might have suspended their pump. The customer's high blood glucose levels were reported to be attributed to respiratory infection. Troubleshoot was reported to be conducted. The customer was advised to treat the highs as soon as possible and monitor the device.